Event description:
I ended up getting a new wheelchair I believe it was (B)(6) 2024. I wasn't happy with the chair and I expressed that to the technician I believe his name was (B)(6) said "I really don't feel like taking it back with me" I tried wheeling around in the chair and it was very difficult. He handed me the tablet and I felt pressured to sign but did it anyway. I had an issue with the back rest and had these side handles that were restricting me from doing anything. I almost fell trying to get back in my chair from the toilet when testing out the chair before the technician left. I addressed my issue with (B)(6) who is in charge of the custom wheelchair department at majors medical. When she and the technician came back out to do adjustments on the chair and put the new back it has no support at all. I told (B)(6) the issue even with the handlebars on the chair being on the way of my arms and she said that I was just going to have to get used to it. I had called several times and couldn't get a hold of her. The only time I really was able to was about having a new seat belt that wasn't velcro and restrict me from getting it off easy and not struggle with it. I had tried again to contact (B)(6) and left voicemails and didn't get return calls. I finally called my insurance (B)(6). I talked to (B)(6) and we both have a call to majors medical and weren't successful on reaching them. When we finally got through, we talked to (B)(6) and explained the problems with the chair. The handles bars, the fact that I was always almost falling while trying to transfer to my chair and the heaviness from the chair that was causing issues and hurting my arms and shoulders, as well as the 90-degree angle wheels. (B)(6) ended up calling after the thanksgiving holiday and said she had not been contacted regarding any of those issues and last we spoke it was over email about the seat belt. I expressed to her my concerns, and she still didn't do anything about it. I had called another time to express to her my issues with the chair and how I had removed the handlebars to try and wheel around easier but when I removed them, I didn't have the support I needed when I went to get dressed and was moving side to side to do that. Also, because the back rest didn't have enough support like my old chair did. I hit my head on the sink when I was trying to get dressed because the handles were no longer there, so they had to be put back on. I called (B)(6) and I again addressed my concerns and was trying to see if maybe the back could be replaced like the back, I have on my old chair to have that support. She told me she wasn't going to replace it a second time and that she wouldn't until I was due for another one. I expressed the pain the chair was giving me, the issues with the wheels being 90 degree angle and also was contributing to the pain I was having in my shoulders and arms. She then said she wasn't going to go in circles with me about the wheelchair and that what she could do is send a technician out to see what they could do about the handles. I already told her that we had tried and it wasn't successful. I had called my insurance again and told them I wasn't getting anywhere and made a grievance and to see what I could do about getting a safer wheelchair. They had reached out and when the representative spoke to (B)(6), she was told that they wouldn't give me a new chair because it was custom and if I wanted another I would need to come out of pocket. I had contacted my doctor, I explained the situation to him, and he was trying to find out the specs like my old chair to see if he could help me get a new one. I even had to go to an orthopedic doctor because my shoulder pain was so bad. I had to have an xray done and an MRI. They did show deterioration with my shoulder, and I had mentioned to him the other shoulder was starting to hurt besides the arm pain I had in both arms. I had contacted anthem again and tried to get a case worker to see what I could do a wheelchair I received caused bodily harm. It's not safe and I almost always fall or fall. It has cause shoulder pain significantly in the right and arm pain and causing issues with the left. I can hardly move or do activities in this chair. I had to get back in my old one to move around, and it's not putting pressure or causing pain to my arms and shoulders.